Manufacturer narrative:
(B)(4). The complaint sample is not available for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Photographs were provided by the customer. The device history review file is not available for review in the us. A section of the IFU will be referenced as part of this investigation. The IFU states, attach luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal. Do not rock or bend the catheter. The certificate of compliance could not be reviewed as the reported needle lot # is not valid. The root cause cannot be established. The complaint cannot be confirmed. No corrective or preventative actions will be assigned. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when removing the device using a syringe and rotating clockwise the plastic hub broke. An attempt was made to remove the catheter using forceps and at that time the catheter broke with a portion of the needle left in the humerus. An orthopedic consult was obtained, and an x-ray was performed. It was decided to leave it in place. The patient's condition was reported as fine.